Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with abdominal pain and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: the black box showed on (B)(6) 2014 at 13:50 an unexplained pump reboot and deliveries never resumed. The last bolus was delivered on (B)(6) 2014. The pump history showed a manual suspend on (B)(6) 2014 at 13:17 and manual resume at 14:18. There was a manual suspension on 14:21 and was manually resumed at 14:34. There were no errors, alarms, or warnings during the 24 hour duration testing. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The original complaint could not be duplicated. Unrelated to the original complaint, the audio bolus button was missing from the pump. A 10 unit audio bolus was not able to be completed due to the missing button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.